Event description:
The field service engineer reported a vent inop concurrent with illuminated d5 on the sensor board, indicating a +24v under condition. The reported problem occurred during service; therefore there was no patient involvement.